Event description:
During an atrial fibrillation procedure, a steam pop followed by a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. While ablation for the anterior wall side was being performed, a pop occurred. After the pop, only pulmonary vein isolation was performed when it was observed that there was no potential on both pulmonary veins with using advisor vl catheter. Blood pressure of 80/60 was noted and a surface ultrasound scan was performed with using view flex catheter which revealed a pericardial effusion. About 5 minutes later, the same check was done and it was confirmed that the amount of the effusion had increased slightly. A pericardiocentesis was performed, the blood pressure rose to 120/90, and the patient was admitted to the ICU for observation. The physician commented that the patient also had large respiratory fluctuations, it was difficult to determine that the catheter was the only cause of the event. Catheter dragging was being performed, and the catheter was displayed as moving on the ensite, but it might have not been moved actually cause the patient was breathing so loudly.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.